Event description:
Pt had ureteroscopy, stone removal with holium laser. Surgeon used a stone retriever basket and the wires of the basket broke inside the pt. One small wire remained in the pt but was eventually able to be removed with no harm to the pt.